Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, the catheter was "crimped" in two places. Several attempts at follow up have been unsuccessful.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during an unknown procedure. According to the complainant, the catheter was "crimped" in two places. Several attempts at follow up have been unsuccessful.

Manufacturer narrative:
Visual and tactile evaluation of the returned device revealed that two areas along the length of the shaft were flattened (pinched). The first location was between 75mm and 80mm and the second location was between 135mm and 145mm distal to the strain relief. Due to the damage to the shaft of the device it was not possible to pass a 0.038" guidewire through the device. No other issues were noted with the device.